Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in the mildly calcified and scarred right common femoral artery through a 7-french access site using perclose proglide devices. Reportedly, during deployment of the initial two proglide devices, needle-to-cuff misses occurred. The devices were removed and the sutures from a third and fourth proglide devices were deployed and set to the side. The access site was upsized to 12-french. After the aaa repair procedure, the knots from the proglide devices were advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss could not be confirmed as the plunger, suture, posterior needle tip, link and cuffs were not returned for analysis. A conclusive cause for the reported event of needle to cuff miss could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Mild calcification was reportedly present in the right common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.